Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. The cause of the reported perforation may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure, a small pericardial effusion occurred in the left atrium. While performing ablation with the therapy cool flex blation catheter, the patient became hypotensive and fluoroscopy revealed the catheter was out of the heart silhouette. The procedure was stopped and an echocardiogram revealed a small pericardial effusion in the left atrium. No intervention was required to resolve the effusion. The patient is in stable condition. There were no performance issues with any sjm devices.